Event description:
Pt was injected on (B)(6) 2015 with 0.75 cc of radiesse to the chin area with a 27g 3/4 sharp needle. The pt also got a chin injection in (B)(6) with 0.75 cc. The pt felt swollen at the chin and pain at lower lip. She also developed "pauses" in the mouth under the tongue. Pt went back to clinic due to the mucosa hematoma on (B)(6) 2015. Vascular compression was named as a possible cause.

Manufacturer narrative:
On (B)(6) the pt was given oral augmentin 500 mg twice daily, prednisolone 5 mg twice daily, ibuprofen four times daily, IV gentamycin, IV cephalosporin, and IV decadron. On (B)(6) 2015, pt began receiving hyperbaric oxygen treatments. Further questions were asked regarding the antibiotics. Further info was received that the antibiotics were given to prevent infection. A diagnosis was requested. On (B)(6) 2015 photos were provided. One of the photos appeared to show necrosis under the chin. Further info was received that the pt did have necrosis and she has recovered from it. The DHR and lot review could not be conducted as the lot number was not reported.